Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the boot on the cold jaw of the hemopro started to peel. Nothing detached from the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Note: the hospital is unable to provide an exact event date but indicated that the event tok place sometime after (B)(6), 2012.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).